Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, it was observed that the microcatheter shaft was kinked at 34cm from the proximal end. In functional inspection, the microcatheter was flushed and a patency mandrel advanced from the proximal end, resistance was met. The patency mandrel was then advanced distally, and resistance was met at a similar location. The stent was unable to be pushed out with the mandrel. The microcatheter was cut, and the stent was removed, polytetrafluoroethylene (ptfe) inner lining was noted to be wrapped around the stent. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported event was confirmed based on analysis. The device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure. The patient¿s anatomy was moderately tortuous. It was reported that resistance was encountered when attempting to push the stent into the subject microcatheter, making it impossible to continue advancing the stent. X-ray examination revealed that the stent was stuck near the proximal end of shaft, close to the hub. During analysis, the microcatheter shaft was kinked at 34cm from the proximal end. The subject microcatheter was flushed and a patency mandrel advanced from the proximal end, resistance was met. The patency mandrel was then advanced distally, and resistance was met at a similar location. The stent was unable to be pushed out with the mandrel. The catheter was cut, and the stent was removed, ptfe inner lining was noted to be wrapped around the stent. Based on a review of all available information and the analysis of the returned device it is probable that damage to the microcatheter and polytetrafluoroethylene (ptfe) inner layer damage occurred when the resistance was felt advancing the stent during the procedure. An assignable cause of procedural factors will be assigned to the as reported event 'catheter hub friction' and the as reported/as analysed event 'catheter shaft friction' as well as the as analysed event ¿catheter shaft kinked/bent' and 'catheter ptfe inner lining peeling' as these issues are associated with a product that meets company¿s design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm case, resistance was encountered when attempting to push the stent into the subject microcatheter, making it impossible to advance. X-ray examination revealed that the stent was stuck near the proximal end of the subject microcatheter shaft, close to the hub, and the stent delivery wire had separated from the stent. The whole system was withdrawn, and the subject microcatheter was replaced. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject device was returned for analysis and the device investigation revealed that subject microcatheter ptfe inner lining was noted to be wrapped around the stent.